Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the rotawire drive. The rota device used in the procedure was returned with the rotawire drive. The wire body, proximal end, and spring tip were visually and microscopically examined. Inspection of the device found that the rotawire was kinked at 4cm from the proximal end. The advancer used during the procedure was returned and used for analysis. The returned wire was able to be removed with resistance but was not able to be reinserted due to the kink in the rotawire. No other issues were identified during the product analysis.

Event description:
It was reported that the burr became stuck on the rotawire. A 2.00mm rotapro and rotawire drive were selected for percutaneous coronary intervention (pci). The rotapro was prepped and platformed at 190,000rpm outside the patient, and a dynaglide mode was used while advancing the catheter to the lesion. During procedure, the burr rotation speed was at 190,000rpm. During withdrawal, it was noted that the burr got stuck with the rotawire drive. The stuck was not released, and the burr was removed from the body together with the rotawire. The procedure was completed using this device, and there was no patient injury reported.

Event description:
It was reported that the burr became stuck on the rotawire. A 2.00mm rotapro and rotawire drive were selected for percutaneous coronary intervention (pci). The rotapro was prepped and platformed at 190,000rpm outside the patient, and a dynaglide mode was used while advancing the catheter to the lesion. During procedure, the burr rotation speed was at 190,000rpm. During withdrawal, it was noted that the burr got stuck with the rotawire drive. The stuck was not released, and the burr was removed from the body together with the rotawire. The procedure was completed using this device, and there was no patient injury reported.